Manufacturer narrative:
The root cause for the leak is unknown as the fse did not observe any leaking and could not reproduce the instrument issue. The fse verified instrument performance and customer has not called back to report any further leaking issues. (B)(4).

Event description:
Customer called to report that while running controls on the coulter ac.t diff2 analyzer, a drop of diluent on the cap of the vial was observed. Customer stated that patient samples and results were not affected, that no death or injury is attributed to this event, and that there was no change to patient treatment. The operator was wearing personal protective equipment (ppe), including gloves and a laboratory coat, at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to remove and bleach the probe wipe block, as well as the lines through vl8 and vl23. The cts then instructed customer to reassemble the probe wipe block, run a startup, and then a sample. Customer continued to observe dripping on the cap. The cts then generated a service request. The field service engineer (fse) inspected the instrument, but found that the probe was not leaking and that the problem could not be reproduced. The fse flushed the probe rinse cup, emptied the vacuum chamber, and replaced the vacuum filter. Again, no leaking was observed and the repairs were verified per established procedures.